Event description:
Info received indicates a leaking pigtail at the sealed connection. Invalid lot number provided.

Manufacturer narrative:
One (1) used administration set without knowing lot number was returned to (B)(4) for eval. The administration set was tested and found a leak at the y site due not enough solvent to bond between the tubing and the y site. Corrective action has been initiated to apply the correct amount of solvent for joints.